Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, when replacing the ICD due to normal battery depletion on 26 october 2021, the physician tried to remove the lead connectors by turning the setscrew counter-clockwise with a screwdriver, but the right ventricular lead connector did not come off. The header was destroyed and could be removed. The lead was then successfully connected to a new ICD.

Manufacturer narrative:
Preliminary analysis of the returned unit revealed deformations on the returned screwdrivers. The atrial connection system was within specifications.

Event description:
Reportedly, when replacing the ICD due to normal battery depletion on (B)(6) 2021, the physician tried to remove the lead connectors by turning the setscrew counter-clockwise with a screwdriver, but the right ventricular lead connector did not come off. The header was destroyed and could be removed. The lead was then successfully connected to a new ICD.